Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2020. The patient presented on (B)(6)2020 and patient had deep infection. The patient was revised on (B)(6) 2020. The case report form indicates that this event is unlikely related to device, possibly related to procedure. Outcome: resolved on (B)(6) 2020.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1, d6a/d6b, h6. MDR section codes updated/corrected: b, c, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.